Event description:
It was reported that intermittently minimum fill notifications occurred after the user filled the cartridge with 120 units of insulin during the load sequence with multiple cartridges. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 130 mg/dl.